Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: unknown. Batch no.: unknown. It was reported the patient experienced redness and a stingy sensation on skin using chloraprep. A returning donor had an allergic reaction to the chloraprep, he complained that it was stingy, donation stopped and redness.